Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was used on a patient after being reprocessed with a reprocessor (oer-elite) that failed the minimum efficiency concentration test. The issue was found during reprocessing and there were no reports of delays or patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.